Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. An error code related to the charging of the internal battery was observed. The device's power management board needs to be replaced to address the issue. The device failed a step during testing. The device's sensor board needs to be replaced to address the issue.